Event description:
On (B)(6) 2021, haemonetics was notified that a return error message appeared at returning and return bag amount became more than 200ml during a procedure in (B)(6) utilizing the cell saver® elite® autotransfusion system and cell saver® elite set - 125ml. There was no reported impact to the health of the patient.

Manufacturer narrative:
On (B)(6) 2021 haemonetics manufacturing performed a visual inspection of the received bowl from the cell saver® elite set 125ml and confirmed blood in the inner core with a crack in the inner core base. Although there was no serious injury or harm, past reporting ((B)(4)) indicates this particular malfunction on a similar device has been associated with a reported death event. The investigation of (B)(4) indicated the inner core of the bowl malfunctioned via a crack but did not cause or contribute to the reported incident according to the surgeon that performed the surgery. Haemonetics decided to conservatively report inner core cracks that are confirmed by manufacturing due the event of the that report.